Event description:
The service report shows that while performing an unrelated service on the device, the nellcor puritan bennett customer support engineer discovered that the audio alarm tone was weak. The customer support engineer insepcted the device and replaced the audio alarm assembly. The unit passed extended self-testing. The customer originally requested pm service on the device. No pt involvement. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.